Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture, as no product was returned and no part/lot number was provided.

Event description:
A device report received from oberdorf indicates that during a procedure two cortex screws broke while being inserted. Surgeon was unable to retrieve the fragments and the shafts of the two screws remain in the patient. This is one of two reports for this event.